Manufacturer narrative:
(B)(4). Technical service department for eval. Technical service noted that the plastic relief pressure alarm and frequency end cap were missing. After these parts were replaced, the ventilator passed all functional testing. A incident questionnaire was sent to the user facility to complete in order to gain more info regarding the incident. At this time, the user facility has not returned a completed questionnaire. (B)(4).

Event description:
The user facility alleged that the ventilator stopped ventilating while attached to a pt. About 30 minutes into transporting the pt to the hospital, the ventilator stopped working and immediately the pt was bagged the rest of the way. Once the ambulance arrived at the hospital, the ventilator was removed from the ambulance by the technician to be looked at. It was installed back into the ambulance when the ventilator continued to function.